Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a low power alert then the battery gauge later jumped to 35% without being charged. The customer's blood glucose level was not impacted. Reportedly the customer would continue to use the pump for insulin therapy.